Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that approximately on (B)(6) 2016 the customer had severe flu. The customer's doctor was unavailable therefore she saw a nurse practitioner who prescribed antibiotics to the customer. The next day the customer had an allergic reaction, was hospitalized, was given steroids which caused her blood glucose to rise above 600 mg/dl. Her blood glucose was brought down and she went home. After this she was taken to the hospital, twice, by her spouse due to allergic reaction; blood glucose was brought down and went home. On (B)(6) 2016 the customer was found on the floor; she had a heart attack. She was taken to the hospital by her spouse, was placed on life support but could not be brought back. On (B)(6) 2016, the life support was stopped. The customer was not wearing the insulin pump at the time of death; it was disconnected at time of hospital admission, two days prior to death. Her blood glucose was 287 mg/dl at the time of death. The pump will be returned for analysis.